Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream 2.4 atherectomy catheter. Functional testing of the device revealed no issues or problems. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel damage occurred. A jetstream® xc atherectomy catheter was advanced over a non-bsc guide wire, and through a non-bsc 7f 45cm sheath, for an atherectomy procedure in a left superficial femoral artery(sfa) lesion in an occluded stent which was the total length of the sfa. The wire went through the catheter with no problems and the atherectomy procedure was performed with no problems. They removed the catheter over the wire and when they went to remove the wire it was stuck in the vessel. It was alleged that the jetstream catheter was ¿spinning the wire, the wire got bound up in the vessel.¿ a non-bsc .035 support catheter was advanced over the wire and the wire was stuck in the tibioperoneal trunk. The wire and support catheter were pulled out together and on the very distal tip of the wire the intima, part of the vessel was stuck to the wire. An angiogram was performed and there appeared to be some ¿irregularity¿ in the vessel where the tip of the wire was. A covered stent was placed and the final angiogram was ¿great.¿ there were no patient complications reported and the patient was ¿okay¿ during and after the procedure.